Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), (B)(4) (returned to omsc on 2017-01-25). However, the exact cause of the complication and the reported phenomenon could not be determined yet since the evaluation/investigation is still ongoing. As soon as the investigation results and final evaluation are available, this report will be updated.

Event description:
Olympus was informed that after a therapeutic transurethral resection of the bladder tumor (turbt) procedure on (B)(6) 2017, the patient suffered from hematuria. This complication was treated during another unspecified procedure and the patient has since recovered. No further information was provided but the initial turbt procedure was reportedly completed with the same set of equipment and there was no malfunction, adverse event or patient injury.

Manufacturer narrative:
The suspect medical device was not returned to the manufacturer for evaluation/investigation but to olympus medical systems corporation (omsc), japan (returned to omsc on 2017-01-25). When the esg-400 electrosurgical generator was inspected and tested, it was found to be in good working order and in accordance with its specifications. No abnormality, defect, failure or malfunction was found during the performance tests. Furthermore, a manufacturing and quality control review was performed for the affected serial number of the esg-400 electrosurgical generator without showing any abnormalities related to the reported phenomenon. Therefore, the exact cause of the complication and the reported phenomenon could not be determined and is being judged as unknown. However, it can be excluded that it was caused by a malfunction of the esg-400 electrosurgical generator. In general, the occurrence of bleeding during or after a procedure is an expected and foreseeable side effect, clearly identified in labeling and risk assessment with justification of benefit. The case will be closed from olympus side with no further actions. However, the reported phenomenon will be recorded for trending and surveillance purposes.